Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2010. Medical records provided indicate revision was allegedly due to pain, metal allergies, questionable bursitis and darkened area with fluid possibly consistent with metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay patient's blood test results, which were unknown at the time of the initial medwatch.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2013-05718).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2010. Medical records provided indicate revision was due to pain, questionable metal allergy, thickened pseudocapsule, and no staining secondary to metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.